Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had intermittent shocking from their implantable neurostimulator (ins) when lying down (this occurred in (B)(6) 2015). It was further reported that their "whole body from my waist to the bottom of my feet was getting shocked and I felt like I was being electrocuted¿. The patient stated that they had to go to the ER and hold their legs down. They ¿brought my stuff with and the nurse looked at the booklet and they were finally able to shut it off". It was noted that the patient was not turning on the stimulation when this occurred but was lying down on the opposite side of their ins. There were no reported falls or trauma reported related to the issue. Through the use of the programmer the ins was shown to be off. The patient noted that the programmer was not connecting to the ins, could not change the setting, and would not let them increase the stimulation for the past 2-3 days. The stimulation was turned back on which resolved that issue. The patient then reported that they began feeling a ¿terrible tingling sensation all the bottom of my foot¿. The patient was at 4.60 volts and was going to turn the stimulation down until their body adjusted to it. Follow up information received from the patient on feb. 1, 2016 reported that they still had the tingling feeling sensation and they could not understand why. They thought that it would go away but had to go to the emergency room (on (B)(6) 2016) where they were given a pain shot (dilaudid). The pain was either at the ins or around it. On feb. 3, 2016 additional information received from the patient reported that when they increasing the stimulation they had pain all the way down the right side from the leg to the foot. They reported that it tingles and shakes all the time. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was reported by a consumer on (B)(6) 2016 that there was a new pain. The patient met with the manufacturer representative and a reprogramming had taken care of the new pain. The new pain was pain in the butt from sciatic nerve pain. The event date of the new pain was 6-8 months ago in 2016. The meeting with the manufacturer representative had occurred last wednesday or thursday.

Event description:
See manufacturer's report # 3004209178-2015-23175 for the patient's prior shocking issue

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that issue had not resolved even when they turn down the stimulation as the patient still had the shocking/terrible tingling sensations. The patient stated that they felt it was not for the feet because of the fact that it had not helped them. The patient had to go to the emergency room (ER) for pain in their buttocks ("it was really bad") and stated that they guess the "nerve was just messed up". They had not fallen or "anything else". The patient was given a shot for the pain which did calm the pain down for about 2 days. The patient reported that they were going to follow up with their doctor on (B)(6) 2016 for the issues. If additional information is received, a follow-up report will be sent.